Manufacturer narrative:
D6b if explanted, give date, corrected data: initial report inadvertently listed explant date as (B)(6) 2021 instead of (B)(6) 2021.

Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the infection/extrusion is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the patient's incision opened up and the leads were exposed. The patient's primary care physician noted that the patient had recently undergone a vns replacement surgery; however, the neurologist and the sales team were unaware of such a surgery. The patient underwent explant of both the vns generator and lead. It was confirmed that the patient had not undergone a more recent vns replacement than the previous replacement ~6 years prior. It was noted that the generator had eroded through the skin, not the leads, accompanied by infection. The surgeon suspects that the infection was due to repeat generator replacements in the same pocket, when not enough fat layer was left between the pocket and the skin, leading to tissue breakdown. It was noted that they will leave the patient to heal before replacing the patient's vns. Device history record was reviewed for the suspect generator and lead. The devices were sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. Product return and evaluation is not required as the event is not related to the delivery of vns therapy. No additional relevant information has been received to date.